Event description:
It was reported while using bd ultra-fine¿ pen needles pentapoint¿ comfort/easyflow¿ technology the sterility was compromised. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: the foil seals had peeled back, meaning they were no longer sealed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jan-2023. H6: investigation summary: customer returned (97) 5mm, 31g pen needles (96 open, 1 sealed) in a shelf carton from lot # 1126162. Customer states that the foil seals had peeled back, meaning they were no longer sealed. All returned pen needles were examined and all open samples had a loose tear drop label that exhibited a visible ring on it, indicating that the pen needles were properly sealed. No defects were observed on the sealed sample. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ pen needles pentapoint¿ comfort/easyflow¿ technology the sterility was compromised. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter: the foil seals had peeled back, meaning they were no longer sealed.